Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog & difficult/unable to operate. Occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog & difficult/unable to operate. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, needle clog, difficult/unable to operate), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd ultra-fine¿ nano¿ pen needle push button got "stuck" during use with the levamir flextouch pen and no insulin dispensed. The following information was provided by the initial reporter: "a patient who was using the levamir flextouch with bd ultrafine nano needles reported that pens stopped working and the push button would get stuck. No insulin dispenses. Patient switched to new needles and pens were working fine".